Event description:
The customer reports that the device did not work. It would not staple. Unknown how they completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was returned with the nose open due to the nose weld being insufficient; in addition, the staple stack was misaligned. No functional test could be performed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.